Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu2067 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter with saline before start of chemotherapy there was leakage from the insertion site. The catheter was removed and when the nurse flushed it outside of the patient she discovered a hole approximately 10 cm from the 0 cm marking. The catheter was used for oxaliplatin therapy every three weeks and was put in (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a longitudinal split was observed near the 7cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: a permanent crease in the catheter tubing which was circumferentially aligned. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The split was at one terminating end of the permanent kink impression in the tubing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebu2067 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter with saline before start of chemotherapy there was leakage from the insertion site. The catheter was removed and when the nurse flushed it outside of the patient she discovered a hole approximately 10 cm from the 0 cm marking. The catheter was used for oxaliplatin therapy every three weeks and was put in (B)(6) 2018.